Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lift hemicolectomy procedure, after the first two firings, the device misfired. The staples did not form . The device had worked fine up to that point. Another device was used to complete the procedure. There were no adverse consequences to the pt.